Event description:
It was reported that the "external balloon was leaking". After attempts to contact the reporter for clarification, it was further reported in late 2008 that the leak occurred during patient use. No other information was reported or provided.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.